Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an episiotomy procedure on unknown date and the suture was used. In (B)(6) 2017, after three or four days from the procedure, the patient experienced a suture rupture and required another surgery to repair the defect, to remove rupture suture and replace it with another suture.

Manufacturer narrative:
Additional information was received that a device was not involved in an event. Therefore, this medwatch is being voided.